Event description:
The site reported to rxsight that a light adjustable lens (lal) was implanted backwards during surgery. The lens was successfully flipped to the correct orientation during the procedure.

Manufacturer narrative:
The manufacturer's reference #: (B)(4).